Event description:
Pt experienced second degree burns on the left elbow and bilateral abdomen following MRI study. These wounds did not heal with conservation treatment. Required admission to hospital for surgical intervention.